Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the battery gauge was intermittently fluctuating. Additionally, it was reported that the pump battery was depleting rapidly, and subsequently shut down. Customer's blood glucose level ranged between 129 mg/dl and 250 mg/dl. Reportedly, customer continued to use the pump for insulin delivery.